Event description:
Complainant alleged that while attempting to treat a pt, the device's display was frozen. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The product has been rec'd and a f/u report will be provided when our investigation is completed.